Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as battery of ventilator device cannot be charged. The moment when this took place or when it was noticed has not been reported to hamilton. Based on the available information, this must have taken place during the pre-operational check, or during maintenance or after that a patient has been ventilated.. Whether alarms were triggered was not reported. No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing..

Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton as battery of ventilator device cannot be charged. · the moment when this took place or when it was noticed has not been reported to hamilton. Based on the available information, this must have taken place during the pre-operational check, or during maintenance or after that a patient has been ventilated.. · whether alarms were triggered was not reported. · no device log files were provided to hamilton. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing..

Manufacturer narrative:
Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields have been updated. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 were updated with full UDI information as requested. Updated fields: follow-up 2 - additional information: the entry fields have been updated. It was reported that the battery failed to charge during non-clinical use. No patient was involved. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective battery. After replacing the battery, the device was released back into use.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as battery of ventilator device cannot be charged. The moment when this took place or when it was noticed has not been reported to hamilton. Based on the available information, this must have taken place during the pre-operational check, or during maintenance or after that a patient has been ventilated. Whether alarms were triggered was not reported. · no device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.